Manufacturer narrative:
(B)(4). Batch # r57c1y. Device analysis: one psee60a device was returned with no visual non-conformances and with two gst60d cartridges reloads present. The cartridge (b) was received unfired. The reload (c) was received fully fired and broken in three pieces with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could broken the cartridge. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Cartridge b: gst60d, p57y46, unfired. Cartridge c: gst60d, p57y46, fully fired broken 3 pieces pan dislodged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure on the rectum, the cartridge was broken off when the cartridge was removed from the device by a syringe. The cartridge pan was left inside the jaws. No pieces were left inside the patient. Another device loading another cartridge was used to complete the case. There were no adverse consequences to the patient.